Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an infrarenal aortic aneurysm approximately 68 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a CT scan obtained approximately 29 months ago showed aneurysm sac growth of 6 mm and a proximal type I endoleak. Approximately 4 months ago, a reintervention of the aneurx stent graft was performed, whereby a competitor's aortic extender endoprosthesis was implanted proximally to the aneurx stent graft and successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak, other (cd, films or reports not provided, unk cause of endoleak). Conclusion: other (cd, films or reports not provided, unk cause of endoleak).